Event description:
It was reported that about five (5) hours after starting to use the product, the customer found leakage of medical fluid from the filter. No patient injury was reported. No additional information is available for this complaint.

Manufacturer narrative:
Pending device evaluation.

Manufacturer narrative:
Other, other text: the device was returned to smiths/ICU medical. The sample was visually inspected; the sample didn't present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. That could cause the failure mode reported. During the functional test, a leak was found between the filter and tube. The complaint was confirmed. The root cause was attributed to insufficient application of solvent during the bonding process. Revision 112 of pm-366, ?extension set with filter assembly," was completed 25mar2022. (Updated h6) due to customer have not provided lot number of the component returned, there is not documentation to review the history of the process.